Manufacturer narrative:
The device has been returned for evaluation. It could be confirmed that when applying a battery voltage of higher than 9.2v the error message "ventricular/atrial lead disconnected" appears and there was no stimulation output. This problem has been known for the s/n range between (B)(4) and has been solved by a field safety corrective action dated on 06/24/2010. FDA recall# z-2443-2444-2010, officially closed by FDA with letter dated 08/10/2012. It could be confirmed that this device has not yet been returned to receive the corrective action. With date of 12/31/2016, (B)(4) affected devices (B)(4) had been updates. Officially the field safety corrective action has been closed. However, every device which osypka medical receives for service and repair is checked if it is affected by the corrective action and, if applicable, if it has been completed. It can be assumed that many devices are already out of operations since the affected s/n would be now between 7 and 10 years old. It is unclear why this device, which was affected by the (B)(4), has not been returned to the manufacturer in 2010.

Event description:
According to biomedical engineer: "we had an incident with a pacemaker osypka pace 203h serial number (B)(4). After inserting a new battery the pacemaker displayed an error message "ventricular/atrial lead disconnected" and there was no stimulation output. The patient connected to the pacemaker had to undergo a heart massage until another pacemaker was connected. I found an ecri 'health device alert' about this pacemaker what can happen if you use a newer type battery with an ocv > 9.2 volt. We use duracell industrial series batteries type 6lp3146. I think this is the cause of the incident. As far as I know our pacemakers are never updated for use with newer type batteries."